Event description:
Reportable based on device analysis completed on 01-nov-2018. It was reported that the device could not cross the lesion. The 90% stenosed target lesion with 15mm in length and 3.0mm diameter was located in moderately calcified and moderately tortuous right coronary artery. A 145 guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of same device. No complications reported and patient is stable. However, device analysis revealed complete separation at the collar. The device was returned in two pieces. The tip, distal shaft, collar, and hypotube were microscopically and visually inspected. Inspection revealed tip and shaft damage (flattened) for a length of 7mm, and a complete separation at the collar. The damage to the device (tip and shaft damage and the separation) is associated with advancing in difficult anatomy. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.